Manufacturer narrative:
The hill-rom tech found that the left foot caster stem was damaged. He also found that the right foot caster was bent. He replaced both foot casters and the brake steer system functioned properly. The nurse involved in the event was on workman's compensation. Pursuant to our response to warning letter, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Rn, alleged she injured her back while transporting a pt in a careassist bed. She alleged that the steer feature on the bed was inoperative.